Event description:
49-year-old female underwent bilateral augmentation mammoplasty in 1984 with silicone gel implants. The MFR of these implants is unknown to reporting facility as they were implanted at another facility. Due to discomfort, nodularity and the fact that her ana was elevated to the 1260 range, the decision was made to remove the silicone implants. Gross exam: both implants were massively disrupted. Both capsules show fibrosis and histiocytic reaction.